Event description:
Overdelivery reported: the pump was initially programmed to infuse in the pca only mode with a 20.0mg loading dose and a 10.0mg pca dose with a 10 minute lockout and a 240.0mg 4 hour limit. It was reported that the pump would not infuse the programmed 20.0mg loading dose, so the nurse administered the 20.0mg manually. The nurse reprogrammed the pump, eliminated the loading dose parameter. It was reported that the pt rec'd 241.7mg in 2 hours and the 4 hour limit alarm did not activate when 240.0mg had infused. There was no pt harm or oversedation reported. The customer contact stated "even after the event, the pt was still requesting more medication for pain". Though requested, there was no further info available.